Event description:
On (B)(6) 2013, a peritoneal dialysis pt (pd) called technical support (ts) to inquire about the performance of the cycler during treatment. During a f/u call with the pt's pd nurse it was found the pt was previously treated for peritonitis. The pt was first diagnosed with peritonitis on (B)(6) 2013. Antibiotic treatment for confirmed peritonitis commenced on (B)(6) 2013 with a final antibiotic dose administered on (B)(6) 2013. The pt has continued pd therapy with no add'l complications. Medical records were requested and received.

Manufacturer narrative:
Review of the pt's medical records show a culture of the pt's peritoneal fluid was ordered by the physician on (B)(6) 2013. Results of the culture indicated the pt's peritoneal cavity was exposed to a gram positive enterococcus faecalis. The pt has successfully completed antibiotic treatment and continues pd therapy with the cycler. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.